Event description:
It was reported that pump battery was not charging. There was no reported impact to the customer¿s blood glucose level. Customer stated that pump started charging after initial report, declined further troubleshooting, and technical support closed case without additional action.